Event description:
It was reported that the patient underwent a gynecological procedure to treat urinary incontinence and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 mesh was implanted. It was reported that the patient underwent removal of granulation tissue with forceps and silver nitrate on (B)(6) 2010 due to vaginal pain and bleeding. It was also reported that the patient underwent open diagnostic laparoscopy, lysis of adhesions, enterolysis, ovariolysis, ureterolysis, exploration and dissection of retroperitoneal space, lso, excision of endometriosis, and cystoscopy and hydrodistention on (B)(6) 2012 due to endometriosis and pelvic pain; open endosopic laparoscopy and partial vaginectomy on (B)(6) 2013 due to vaginal cuff pain and dyspareunia; marcaine and kenalog injection on (B)(6) due to pain at the top and front wall of the vagina and burning pain in incision area; and removal of scar tissue and nerve cluster, sling implant, and colpopexy on (B)(6) 2015 due to pain and recurrent prolapse. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with hysterectomy, pubic bone sling placement, anterior and posterior repair with sis graft; due to urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent vaginal urethrolysis, adhesiolysis, release of pelvic scar tissue, suture and mesh removal on (B)(6) 2010 due to pelvic pain, extrusion, endometriosis and urinary problems. It was reported that following insertion the patient experienced urinary problems, recurrence, vomiting, diarrhea, bleeding and vaginal scarring and physical therapy. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.